Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific technical services (ts) reviewed the device battery detail information which indicated that the power consumption is one percent (1%) higher than expected. Ts noted that frequent device mode switching is most likely contributing to the battery drain but device data can be provided to boston scientific engineering for a detailed analysis. The healthcare provider (hcp) deferred additional analysis for now but will continue to monitor the patient. The device remains in-service. No adverse patient effects were reported.